Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that there was a battery life issue. The customer alleged that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 11/16/2016. The device has been returned and evaluated by product analysis on 10/25/2016 with the following findings. During investigation, there were frequent low battery warnings observed in the black box. The black box showed battery voltage immediately following a battery change is low. The pump¿s electrical current draws were tested and were within specification. The pump¿s battery compartment was found to be cracked. (B)(4).